Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the service technician reported that the hematocrit saturation sensor failed the color chip test. Since the event occurred out of box, there was no patient involvement during this event.